Event description:
During invasive eye procedure the mechanical dual head positioner on eye stretcher self-released. The pt's head fell back into surgeon's lap. The surgical instrument engaged in the eye dislodged due to the head positioner's movement. Surgical nurse reset the head positioner and repositioned the pt's head for the surgeon. The eye procedure continued without incident through completion.